Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service. Abbott representative reminded account the off-label nature of the procedure.all pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported during an abbott representative visit that patient had unexpected outcome after customvue photorefractive keratectomy with mitomycin on (B)(6) 2015. Patient preop best corrected visual acuity (bcva) was 20/20 in right eye and 20/20- in left eye. On (B)(6) 2015 post op bcva is 20/30 for both eyes.